Manufacturer narrative:
Product event summary: the pump and controller were not returned for evaluation. The reported "above normal power" event was confirmed via review of the controller log files which revealed consistent power consumption above normal operating range between 10/18/2018 and 11/01/2018; however, no high watt or low flow alarms were logged within the analyzed period. As a result, the reported "low flows" event was not confirmed. If the pump's average estimated flow does not decrease to levels below the alarm threshold, currently set to 2.0 lpm, the controller will not sound an alarm or record an entry on the alarm log file, which is consistent with the reported "controller did not alarm." Based on the risk documentation, the most likely root cause of the high power event can be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Additional products: controller / serial#: (B)(4); device evaluated by MFR: yes; FDA method code(s): 4112, 4114; FDA results code(s): 213; FDA conclusion code(s): 67. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2006. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0. Controller / serial #:(B)(4)/ model #: 1420-controller / expiration date: 2018-06-30, UDI #: (B)(4), mfg date: 2017-06-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient would feel lightheaded when flows dropped with the pump exhibiting low flows and above normal power. It was also reported that the controller did not alarm during low flows. The ventricular assist device (vad) and controller remain in use. No further patient complications have been reported as a result of this event.